Manufacturer narrative:
The t:slim g4 user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to charge the pump and the pump shut down due to normal battery depletion. Customer charged the pump, reloaded the existing cartridge, restarted the sensor session, and resumed insulin. Customer's blood glucose was 243 mg/dl which was treated by delivering a bolus via the pump.